Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed pump failed and turned off. Customer stated that she was at home and was about to climb the stairs when the insulin pump began vibrating and turned off. It was noted that the insulin pump never turned on despite multiple battery changes. Customer stated that the insulin pump had a crack at the back of the battery compartment. Customer's blood glucose reading at the time of the incident was noted to be 7.8 mmol/l. Customer was advised to return product for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error due to corroded electronic assembly. We were unable to download pump due to moisture damage to pump. The motor assembly and battery tube found with corrosion. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched lcd window, case and keypad overlay.